Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. The technical support performed tightness and inspiratory valve tests which both failed. High blower temperature alarms were also triggered on the device. The blower test results shows that the voltage and current of the blower @30% is 1.118a & 1.08v. The root cause is most likely due to blower driving hardware which might have been damaged because of the high blower temperature. The blower and the main electronics is for replacement and investigation is still on going. A separate report was submitted under manufacturer reference (B)(4) for the blower failure issue.

Event description:
The customer reported that on the bellavista 1000, blower failure alarm was active due to the damaged blower controlling hardware of the main electronics. The customer confirmed that the issue occurred during ventilation and the patient was transferred to another ventilator. No patient harm was associated in this event.